Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check discovered by customer, the system98 intra-aortic balloon pump (iabp) is not switching on. There was no patient involvement.